Event description:
It was reported that ventilator's humidifier holder was found broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with broken humidifier holder occurred on ventilator. Humidifier holder is an accessory that can be used with the ventilator. Purpose for this part is to attach humidifier to the unit if treatment obligate the user to do so. Several reminders were sent, unfortunately only information received regarding this complaint is the information stated in the complaint form. Despite our best effort, it was impossible to define the cause to the reported issue.